Event description:
Procedure type: lap. Living donor nephrectomy. According to the reporter: the trocar was inserted into cavity, air was injected using a syringe, but the balloon did not inflate. The trocar was removed from cavity and it was found that the balloon was broken. New trocar was opened to complete procedure. No bleeding. Tissue damage: unk. Nothing fell into cavity. Pt status: unk. Operating room time extension: unk.

Manufacturer narrative:
(B)(4).